Manufacturer narrative:
Visual inspection; functio device history review; complaint history review; risk assessment. The device was returned with the tip fractured off of the device. No relevant manufacturing issues were identified as all units met specifications. The possible root cause of this event is normal wear and tear of the instruments.

Event description:
It was reported that during medical procedure the rod inserter was without function. The distal end of the item loosened from the residue of the instrument. A proper fixation of the rod was not possible anymore. Replacement was available

Event description:
It was reported that during medical procedure the rod inserter was without function. The distal end of the item loosened from the residue of the instrument. A proper fixation of the rod was not possible anymore. Replacement was available.